Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis results: visual analysis of the received device noted brown tissue and yellow tissue on the shell. White calcification and a flat crease fold was observed on the shell. An extended striated opening was observed on the anterior of the shell. A weight test was performed and the device was found to be underweight. The reason for reoperation: alcl lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reports alcl (anaplastic large cell lymphoma) left side and ¿a pointy offshoot of 4 cm in a caudal direction¿, treatment: removal of the capsula, tumour, skin and left prosthesis "in wise pattern". Pathological markers of alk- and cd30+ have been provided. Patient has not received chemotherapy or radiotherapy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).